Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. Field service engineer reported the flow was reading high. To address the failure, the data acquisition (da) printed circuit board (pcb)was replaced. The ventilator passed all tests and operated within the manufacturing specifications. The ventilator has been returned to the customer. The data acquisition (da) pcba was receive for failure investigation. The data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Field service reported that during regulatory testing, the air flow accuracy and oxygen accuracy tests were not passing the output was above specification. There was no patient involvement.